Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
The healthcare professional reported a battery replacement. It was reported that there was no issues known with the battery. The battery was replaced due to battery depletion. It was reported that the issue resolved at the time of the report. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the device was explanted due to normal battery depletion.

Manufacturer narrative:
Analysis found insignificant anomalies with the device. It was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.